Event description:
The user facility reported that the tr band became damaged during preparation. The following information was provided by the user facility: when the band was removed from the packaging, it was noted that the small balloon was "stuck to the plastic band of the device." During attempts to remove the balloon from the band, it "separated" from the larger balloon causing the device to "no longer hold air"; and the balloon was not applied to the patient.

Manufacturer narrative:
The involved device was returned to the manufacturing facility in (B)(4) for further evaluation. Inspection and testing of the returned sample confirmed that the area where the two balloons had been welded together had been stretched and then torn open. Evaluation of non-damaged areas of the returned sample confirmed that there were no other anomalies or defects. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. While the cause of the reported event cannot be definitively determined based on the available information, the appearance of the returned sample is consistent with damage due to the application of an excessive pulling force during preparation, resulting in the tear between the two balloons. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).